Event description:
It was reported that this right atrial (ra) lead exhibited intermittent undersensing. Technical services (ts) provided a review of the report, discussed this appeared to have occurred multiple times in the past. It was also noted that this patient has a history of ra undersensing. Technical services (ts) possible troubleshooting options. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).